Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death.

Event description:
Zoll was notified on 2/23/2018 that the patient passed away on the evening of (B)(6) 2018 while reportedly wearing the lifevest. It was reported that the patient was found in his vehicle and CPR was not initiated. Per clinical review of the available ECG, the device was started up at 20:52:24 on (B)(6) 2018. A manual recording was detected at 20:52:34 with the ECG showing sinus tachycardia at 140 bpm. Eleven arrhythmias were detected from 22:00:38 to 16:21:01 with response buttons use on (B)(6) 2018. It is unknown who pressed the response buttons. The ECG shows atrial fibrillation (af) with a rapid ventricular response from 120 bpm to 230 bpm with nsvt and motion artifact transitioning to vt at 240 bpm. Vf was seen for approximately 56 seconds with varying amplitudes, motion artifact, and response button use preventing the patient from being treated by the lifevest. The device was shutdown at 16:21:28 on (B)(6) 2018 and then restarted at 18:25:12 on the same day. An arrhythmia was detected at 18:32:25 with the ECG showing asystole with CPR artifact. The detection stopped at 18:32:36. An arrhythmia was again detected at 18:32:48 with the ECG showing asystole with CPR artifact. The electrode belt released gel at 18:33:12 and the detection stopped at 18:33:22. Between 18:33:48 and 19:03:53, nine arrhythmias were detected with response button use. The ECG showed asystole with CPR artifact. The detection stopped at 19:04:11. A belt/monitor communication issue was detected while the patient was already in a non-life sustaining, non-treatable rhythm. The patient was in asystole with CPR artifact at the time of the electrode belt disconnection at 19:04:12. The device properly detected vf and performed as designed. Varying amplitudes, motion artifact, and response button use prevented the patient from being treated by the lifevest.